Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received for eval. Should additional info be received a supplemental form will be completed.

Event description:
It was reported that the pump stopped all insulin delivery. The customer's blood glucose level was impacted. It was confirmed that the customer had alternate insulin therapy available. It was reported that the customer had worn his pump on a roller coaster three weeks prior to the reported event.